Event description:
Philips received a complaint from customer biomed reporting 1124 (battery failed) error message on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and provided recommended part replacements for the reported problem.

Manufacturer narrative:
H10: customer biomed confirmed the battery was replaced and resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.